Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Correction: section d unique identifier (UDI). Part analysis: the reported condition of "drawers needing maintenance" was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu testing process. . According to work order (wo) (B)(4), the device was initially evaluated by the bd field service engineer (fse). During the service, the fse replaced the drawer controller board, the retractor band, and the pmc (pyxibus module controller) board, realigned the ball bearings, and installed new slide bumpers on the slide rails for main half height 3.1. After the repair, the final test of the affected drawer was initiated using the hardware application, and the tests were successfully passed. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent copper strands. P/n 151622-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151630-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 151622-01: passed the dmm and hta testing. P/n 151630-01: failed the dmm testing due to an open fuse f201. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "drawers needing maintenance" was due to: crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n 353844-01) which lead to the observed thermal damage and ultimately compromised the drawer's functionality. A faulty pcba pmc v1.06/v0.09bl hh, p/n 151630-01 due to an open fuse (f201), which prevents the proper functionality of the whole board.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers failed to recover. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the issue was assy retractor dwr hh cubie which lead to the observed thermal damage and the retractor assembly and a blown f201 fuse on the pmc board affecting drawer functionality there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers failed to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer found thermal damage on the retractor band. A field service engineer replaced control board, retractor band, pyxis bus module controller (pmc) board, realigned ball bearings, and installed new slide bumpers on main half-height (hh) drawer 3.1. Final test via hardware test application (hta) passed successfully. The system functioned as intended after the field service engineer repaired the device.